Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter displayed three dashes. The complaint was classified based on the customer care advocate's (cca) documentation. The patient said the lfs product issue started on one day earlier at 4:00 pm. She was unable to test her blood glucose. She took 100 units of 50/50 insulin. The patient's husband took her to the ER because she did not feel well and felt her glucose dropping. A result of 32 was obtained at the ER. The patient was treated with IV glucose on original date at 9:00 am. The patient denied seeing three dashes when accessing the meter memory. The cca walked the patient through resolving the meter issue. The patient's products were replaced. The complaint is reported because the patient alleges she was unable to obtain a reading on the lfs product for approx 17 hours, she took insulin and later experienced hypoglycemia. She claims a result of 32 [mg/dl] was obtained in the ER and she was treated with IV glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.